Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. On the first occasion, the bridge was placed using bond-1 primer/adhesive and a glass ionomer. The bridge debonded after several months. On the second occasion the bridge was placed using bond-1 primer/adhesive, bond-1 dual cure activator, and a composite material. The bridge debonded after several months. On the third occasion, the bridge was placed using bond-1 primer/adhesive, a second bonding agent, and a composite material. The bridge debonded after approximately one (1) year. The doctor attempted to cement the bridge on two (2) other occasions using different products; however, the bridge debonded on those occasions as well. The doctor reported that the patient was a bruxer, and at least one (1) instance of debonding had occurred after the patient had experienced a traumatic fall. The doctor seated the restoration on (B)(6) 2013 using bond-1 primer/adhesive and a core build-up material. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that a patient had experienced the loss of a maryland bridge on three (3) occasions after placement with the bond-1 primer/adhesive product.